Manufacturer narrative:
The user facility was sent a new flow sensor.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor broke apart. The unit was taped to hold it together. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed that there was a missing hinge pin. He was unable to properly test the flow sensor due to the missing pin. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.